Event description:
Unomedical reference number (B)(4). Event occurred in canada, on (B)(6) 2024, it was reported that the one infusion set tubing was leaking and leaking was due to adhesive pad. The infusion set long for 2 days. The blood glucose level was 14.0 mmol/l. No further information available.